Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. External and internal visual inspections, manual articulation of inputs, and tests for recognition, engagement, and intuitive motion were performed, and the reported complaint could not be reproduced. Failure analysis did not confirm the customer-reported event. The instrument was tested on an in-house system, where it passed recognition and engagement tests, demonstrated intuitive motion with full range of movement in all directions, and showed proper opening and closing of the grip tips. The instrument was fully functional, and no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument did not open, close or move the device laterally and grasper failed in random directions. The procedure was completed with no reported injury.